Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that while using bd autoshield¿ duo pen needle after wearing gloves and administering insulin using autoshield duo, when the needle was removed, nurse felt a sharp pain in the fingertips of her left hand, as if the needle had been stuck. The following information was provided by the initial reporter, translated from japanese: this is a complaint about needle stick injury after use. The person who caused the accident was a veteran nurse (very thorough) who had used autoshield duo many times before the needle stick accident (the procedure did not seem to have any problems). After wearing gloves and administering insulin using autoshield duo, when the needle was removed, nurse felt a sharp pain in the fingertips of her left hand, as if the needle had been stuck. When the glove was removed, the area where the pain had been had turned red in the form of dots (it had not yet reached the point of bleeding), and after checking with the head nurse, they thought it was a needle stick. The causative equipment has already been disposed of. During this hearing, salesperson carefully observed the needle tip after using another autoshield duo, salesperson noticed that it was different from the needle tip when the accident occurred.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that while using bd autoshield¿ duo pen needle after wearing gloves and administering insulin using autoshield duo, when the needle was removed, nurse felt a sharp pain in the fingertips of her left hand, as if the needle had been stuck. The following information was provided by the initial reporter, translated from japanese: this is a complaint about needle stick injury after use. The person who caused the accident was a veteran nurse (very thorough) who had used autoshield duo many times before the needle stick accident (the procedure did not seem to have any problems). After wearing gloves and administering insulin using autoshield duo, when the needle was removed, nurse felt a sharp pain in the fingertips of her left hand, as if the needle had been stuck. When the glove was removed, the area where the pain had been had turned red in the form of dots (it had not yet reached the point of bleeding), and after checking with the head nurse, they thought it was a needle stick. The causative equipment has already been disposed of. During this hearing, salesperson carefully observed the needle tip after using another autoshield duo, salesperson noticed that it was different from the needle tip when the accident occurred (see the document).